Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional further reported "out of 27 bia-alcl samples, "7" total were manufactured by allergan and out of 34 benign samples with seroma, "3" were manufactured by allergan".

Event description:
Literature review article "diagnosis of breast implant associated anaplastic large cell lymphoma by analysis of cytokines in peri-implant seromas" reported seroma and "bia-alcl". Histological markers did not confirm alcl.

Manufacturer narrative:
Article citation: hu, honghua, et al. ¿diagnosis of breast implant associated  anaplastic large cell lymphoma by analysis of cytokines in peri-implant seromas.¿ american journal of hematology, 2023, https://doi.org/10.1002/ajh.27055. The events of "lymphoma-alcl-suspected and seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected and seroma.